Event description:
It was reported by the prestataire that the pod was placed on top of buttocks on (B)(6) 2023 evening. The patient experienced hyperglycemia around 15:00 on 24/06: ¿high glucose¿ alarm triggered on the controller (i.e. Over 400 mg/dl). Capillary glycaemia was taken at school without measuring ketonemia and bgs were at 510 mg/dl. The patient began feeling intense thirst. The pod was replaced at 5.45pm only on his return from school and the correction bolus was done with a pen at school at 3.30pm. On removal, the cannula was partially detached with insulin leakage despite application of tensospray. Around 8:00 pm: blood glucose normalized at 160 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.